Event description:
A report was received that during a suction procedure, the catheter portion of the closed suction system came off. No patient injury or adverse events were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources persuant to federal regulations.